Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation occurred in the proximal first diagonal artery. A 2.80x16 mm graftmaster stent system was advanced toward the perforation and was not able to cross due to patient anatomy. The device was removed and the perforation was treated via angioplasty with an unspecified balloon catheter. The patient developed a pseudo-aneurysm and is still hospitalized. Reportedly the pseudo-aneurysm was not caused by the graftmaster failing to cross the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It was determined that the reported failure to advance and additional therapy/non-surgical treatment appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.